Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient's implant site demonstrated impaired healing. A sponge was found in the patient during the pocket reivision and the patient was placed on antibiotics for the infection. The patient's site was erythematous upon follow up and the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.